Event description:
The customer reported that the system failed to boot to a unstable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and the associated cables were reseated during the service call. The system was tested and found to be working as intended and put back into service.